Manufacturer narrative:
On november 12, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On december 1, 2025, mentor became aware that reason for explant inadvertently stated "seroma, and early onset seroma" instead of "deflation, and early onset seroma under the initial report submitted on september 10, 2025. The event description and coding correctly reported both deflation and seroma. Reason for device explant and/or reoperation: left deflation, and early onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with ce tall height te 250cc and experienced unknown side breast implant deflation, and early onset seroma. As a result, the expander was explanted on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, and early onset seroma. D4: UDI: as the lot, and serial numbers for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 29, 2025, mentor became aware regarding the device, and other related information. Hence, the following fields have been updated on this form: procedure performed was "breast reconstruction primary" field b3 for date of event has been updated to "february 7, 2025". Effected side was "left". Field d1 for brand name has been updated to "ce tall height te 650cc". Field d4 for catalog number has been updated to "3548325". Field d4 for lot number has been updated to "9810280". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Fields d6a for date of implant have been updated to "(B)(6) 2024". Left side replacement device used on february 7, 2025 was catalog number 3503754bc; serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2026, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the posterior aspect measuring approximately 0.3 cm. Microscopic examination was performed and the cause of both tears could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related to the malfunction reported were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. In conclusion, according to the evaluation performed, data records reviewed on the device, the deflation reported is not able to be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).